Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12826 it was reported the patient has not used her system for at least 2 years due to ineffective stimulation. The patient reported she has never received effective stimulation, even after being reprogrammed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.